Event description:
Tip of optiview trocar was noted to be missing after insertion. Digitol & visual exploration was done of incision. X-rays were completed with no definate tip identifiable. Further investigation will continue.